Event description:
It was reported that the device failed while ventilating a patient and displayed a 'technical error'. No health consequences for the patient were reported.

Manufacturer narrative:
The log file and further information of the affected device were analysed regarding the reported event. Based on the log file analysis the reported event could be retraced. The analysis revealed that the device alarmed for a technical failure regarding the flow sensor s1 indicating a broken sensor wire or a contact problem at the sensor cable. The flow sensor and sensor contacts were checked during device examination, but no deviation was identified. Based on the available information the root cause for the reported problem could not be determined. In case of a technical problem the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the instruction for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.